Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "sore throat along with post nasal drip", "burning", "anxiety", "throat swelled up/felt like it was closing", "didn't like the way it looks", "sensations", "hardness" and "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days' duration. Injection-site responses include redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration.

Event description:
Patient reported that the same day after injection with dermal filler, later confirmed by healthcare professional to have included juvederm ultra xc, they experienced a "sore throat along with post nasal drip, burning in the cheeks, anxiety, swelling around the eyes and crow's feet, and, in general, not feeling well since the injections." Patient returned to the office two weeks later and the injecting healthcare professional told the patient that "nothing was wrong" and they "did not observe any symptoms." Four days later, the patient reported that their "throat swelled up" and "felt like it was closing. Patient also experienced "sensations under the eye," and reported they "didn't like the way it looks." Five days later, the patient saw their primary care physician, who prescribed a "z-pack" for the patient's symptoms. About a month and a half later, the patient saw an ear, nose and throat specialist, who prescribed "amoxicillin." Patient reported that the "sensations under the eye" and "hardness in the cheeks" are still present, and that the "swelling around the eyes and crow's feet comes and goes." Patient was concomitantly injected with botox in the "crow's feet and forehead," and juvederm voluma xc in the cheeks. Follow up with the office of the injecting healthcare professional stated the patient was also concomitantly injected with botox in the "crow's feet and forehead", and that they saw the patient at approximately two weeks and four weeks after injection for follow-up appointments. It was reported that on both occasions, "no symptoms were observed, patient did not complain to us of anything and was happy with the results." This is the same event and the same patient reported under MDR#3005113652-2014-00429 (B)(4). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by (B)(4).